Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5088515 that a female patient underwent a breast surgery with a mentor gel unspecified breast implant and mentor memorygel breast implant 400cc and experienced chronic infections , bronchitis, laryngitis, pneumonia, the flu, stomach flu, digestive issues, chronic inflammation, sleeping problems, chronic fatigue, anxiety, depression, ringing in my ears, pins needles in feet - hands, never ending periods, tingling sensation, hashimotos hypothyroidism, chronic inflammation, candida overgrowth, lyme disease, vitiligo, atypical calls on low abdomen, reaction to local anesthesia , uti , kidney infection. As a result, the patient had undergone removal on (B)(6) 2019.